Manufacturer narrative:
The report of overstimulation was not confirmed. Analysis of the returned lead a found it had been cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Both segments were tested for continuity and no opens were found.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(6).

Event description:
It was reported that the patient experienced undesired nerve stimulation which caused muscular spasms. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. It is unknown which lead is liable.